Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient using the ilet bionic pancreas was manually pausing insulin delivery frequently and overtreating hypoglycemia, resulting in highly variable blood glucose with repeated fluctuations. Symptoms included episodes of low and high blood glucose with rollercoaster glycemic variability. Outcomes included the need for additional training to address device use and glycemic management. Investigation included review of device data and outreach attempts to schedule additional training with a clinical educator. Investigation of this case revealed user-related misuse of therapy features, with inappropriate manual intervention contributing to unstable glycemic control. It was concluded, based on previously established findings for similar reports, that the cause was user error requiring education and reinforcement of proper device operation.